Manufacturer narrative:
(B)(4); date sent: 4/4/2022. Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted., additional information received: implant date (B)(6) 2016 5ml blood loss. 47 year old female. Chronic cough of uncertain etiology. Pulmonary exam is within normal.

Manufacturer narrative:
(B)(4). Date sent: 12/29/2022. See attachment.

Manufacturer narrative:
(B)(4). Date sent: 02/13/2020. Additional information received: the patient has refused further workup and has elected to not have the device removed.

Manufacturer narrative:
(B)(4). Date sent: 01/06/2020. Per photographic evaluation: an x-ray image of the device in vivo was received. The device doesn't seem to have the expected annular shape in the x-ray images. The "c" shape of the device seems consistent with a discontinuous device. The mechanism/cause of failure cannot be determined from the x-ray provided. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The DHR for lot 8421 was reviewed. No defects, ncrs, or reworks related to the product complaint were found. Lot 8421 was an affected lot of the 2018 linx recall.

Manufacturer narrative:
(B)(4). Date sent: 3/29/2023. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Manufacturer narrative:
(B)(4); date sent: 4/25/2023. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: "the cxr demonstrates what appears to be a discontinuous linx device." The mechanism/cause of failure cannot be determined from the provided image. No further investigation can be completed at this point.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2019. Date of event: unknown. Additional information was requested, and the following was obtained: was the device initially effective in controlling reflux? Somewhat - seems the patient has continued to cough, despite linx implanted. Were any events associated with the onset of symptoms other than the coughing (vomiting, retching, trauma, surgery)? Not known. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Unknown. Did the patient have any other surgeries in the area? Unknown. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. No further images available at this time.... The surgeon has suggested surgery to either remove and / or replace. Patient not willing to do so yet. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? The surgeon has suggested surgery to either remove and / or replace. Patient not willing to do so yet. Surgeon is monitoring situation. Surgeon is aware of possible clasp coming undone or possible discontinuous device. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Yes, we certainly can. When and if the linx device is removed, may we ask that the device be returned for analysis? Absolutely. Clinical ad-hoc information - pre-existing conditions: persistent cough. No immediate plan to explant device.

Event description:
It was reported that post implant of lxmc13 during a chest x-ray reveled possible discontinues linx device noted. Patient had persistent cough before linx implanted. Patient continued to have persistent cough - x-ray was completed of patients chest, and it was noted that the linx device appeared to be discontinuous. No immediate plan to explant device.